Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 10 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the valve failed due to central regurgitation and a restricted right leaflet per transesophageal echocardiogram (tee). The patient underwent a successful valve-in-valve (vinv) procedure with a 20mm sapien 3 ultra resilia valve. Per report, the patient was in stable condition at the conclusion of the vinv procedure. According to the provided medical records, mild-to-moderate central regurgitation was confirmed. There was no mention of a restricted right leaflet within the provided records; however, it was noted that the patient underwent a successful tavr vinv with leaflet modification by shortcut of the right coronary cusp under left atrial venoarterial-extracorporeal membranous oxygenation support. Post vinv echocardiogram revealed a well-seated valve, no paravalvular leak, no central leak, maximum velocity of 2.2m/s, an aortic valve mean gradient of 11mmhg and dimensionless index of 0.28. Prior to the vinv, the patient's signs and symptoms were reported as dyspnea and edema.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6 h2, h6: component code, health effect - clinical code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code, health effect - clinical code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of central regurgitation was confirmed based on the provided medical record. The complaint of leaflet motion restricted, however, was unable to be confirmed due to the unavailability of related imagery or medical records. Valve regurgitation with restricted leaflet motion, which develops progressively over time, can be due to a number of issues, including patient-related factors, calcification, leaflet thickening or fibrosis, or a combination of these. Regurgitation with restricted leaflet motion may also develop if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting leaflet motion and leading to abnormal coaptation. Per the provided medical history, patient had vast comorbidities (e.g. Hypertension, hld, cad, etc.) Which are known factors that may increase the risk of atherosclerosis, leading to early valve degeneration with leaflet motion restriction and central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.